Event description:
M.d. Called clinical director to say that the pt was seen in the office (after the procedure) with chemical colitis: fever, and abdominal pain. Scope master was deformed. Scope (endoscope) and dsd machine were immediately pulled out of service and olympus company was notified to send someone to check machine and endoscope, logs for both devices were checked, and reviewed.